Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had multiple episodes of non-sustained rv oversensing causing pacing inhibition. The patient is pacemaker dependant. From merlin.net it appears that the oversensed signals may be myopotentials. This could be related to the lfa filter. Programming changes and testing was recommended.